Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. After a 3.00x38mm synergy drug-eluting stent was implanted, a non-compliant balloon catheter was advanced for post dilation. However, a larger amount of resistance was encountered and it was noted that the proximal edge of the stent was deformed. A pre-dilatation balloon catheter was then used to correct the stent deformation and the procedure was completed. No patient complications were reported and the patient's status was stable and well.